Event description:
It was reported by repair work order that when removing the cot from transport position, the motor continues to run even with the arms of the trolly are fully up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.